Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle non-compliance of the labeling for bd products shipped to ukraine (labeling not compliant with local/ukrainian requirements). The following information was provided by the initial reporter. The customer stated: "we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle non-compliance of the labeling for bd products shipped to ukraine (labeling not compliant with local/ukrainian requirements). The following information was provided by the initial reporter. The customer stated: "we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements."